Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. Reservoir volume was 181.9ml, empty in 45 hours and 30 minutes. Upstream occlusion alarm returned after first pump cycle. Drug was 5fu. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported pump was alarming upstream occlusion. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.